Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly whilst bending over the patient experienced a sudden fracture of the modular neck. He was taken to hospital by ambulance. Revision of the neck and stem occurred on (B)(6) 2016.